Event description:
It was reported that patient experience headache and was noted that patient had cerebrospinal fluid leakage (csf leak). The patient underwent a lead pull procedure and the explanted device will not be return. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, (B)(6), UDI: (B)(4).